Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. No parts has been reported as being replaced. No further issues have been reported.

Event description:
A medtronic representative reported that there was an inaccuracy during a case. The site had registered the patient, and confirmed accuracy, however discovered that it was not accurate. This process was repeated again, with the same results; the accuracy being off by 3 mm. The site then took the accuracy into account and continued. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.